Event description:
There was an allegation of questionable elecsys troponin t gen 5 stat results for 3 patient samples on a cobas e 411 analyzer (disk system). Patient (B)(6): the initial result was 78 ng/l, and the repeated result was <6.00 ng/l. Patient (B)(6): on (B)(6) 2025, the initial result was 77 ng/l, and the repeated result was <6.00 ng/l. Patient (B)(6): on (B)(6) 2025, the initial result was 50.27 ng/l, and the repeated result was <6.00 ng/l. The samples were repeated because the initial results were questioned by the physician. The repeated results were obtained on another module and were believed to be correct.

Manufacturer narrative:
The reagent lot number is 802253. The expiration date was not provided. The field service representative found an issue with the measuring cell carryover. He performed maintenance and replaced an overdue measuring cell, sipper probe, and pinch valve tubing. He noted that the instrument was very dirty. He thoroughly cleaned the instrument. He performed adjustments, checks, and tests with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The calibration data indicated signals for one calibrator level that were higher than expected. The qc was acceptable. A general reagent issue was excluded. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.